Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 2.9mmx27m, eccentric, de novo, with a bend of less than or equal to 45 degrees, target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. After pre-dilation was performed using a 2.75 x15mm balloon catheter, a 3.00 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion and the distal of the stent itself was deformed. The device was removed and completed with a different device. No patient complications reported and the patient status was stable.